Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber cap was damaged. The case was completed using a second fiber. There was no injury reported.

Manufacturer narrative:
The component codes for fiber and cap refer to the results code for thermal problem. Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap, distal to the fiber/cap fusion zone; the glass cap and fiber, proximal to the fracture, were found to rotate independently of the metal cap. Char and detritus were observed on the metal cap; devitrification of the glass cap output window was also observed. Both caps remain intact and attached. The identified issues may activate the fiberlife function which would modulate the power showing a pulsing beam or the system would be placed into standby mode. The fractured glass cap may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation /user handling, due to anatomical/procedural factors encountered during the procedure.